Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a visible crack in the screen that could be felt on the device surface, consistent with a damaged display component, and the user was concerned it might stop working while traveling; the device was restarted with no change, and a replacement ilet was provided with instructions for data sync, shutdown, return, and continued cgm use. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included product replacement and return logistics to maintain warranty coverage. Investigation included remote troubleshooting and visual confirmation via a user-supplied photo with a functional check after restart. Investigation of this case revealed a cracked or broken screen consistent with physical damage to the display module, with no performance alarms or alerts and no impact to glycemic control. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.